Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) performed a full retube of the analyzer, performed mechanism checks, and replaced the sample probe. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial ca2 result was 1.94 mmol/l. The sample was repeated as the customer has internal auto-repeat protocols for samples with calcium results under 2.0 mmol/l. The repeat result was 2.39 mmol/l.